Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The customer indicated that the pt sample was tested for accu tnl and the result was 0.75ng/ml. The result was reported out of the lab. A few hours later, the customer re-tested the pt original sample for accu tnl and the result was 0.02ng/ml. On the next day, a fresh sample was collected from the pt and tested for accu tnl; the result was 0.01ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.